Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that plastic-like foreign matter was found in the syringe during use after drawing up insulin with the unspecified bd¿ needle. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it was reported that when customer was drawing up insulin she noticed another piece of plastic inside the syringe." "Customer stated that the same issue happened on (B)(6) 2020. She stated that she thought it was from the needle the last time it occurred, but now she is unsure if it's coming from the needle or the syringe. She accidently threw out the syringe and needle."